Event description:
It was reported that the handpiece ran by itself during a surgical procedure. There was no pt injury or any other adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.